Manufacturer narrative:
A vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed no voltage output. Indicating a loss of any chemical reaction within the sensor to operate properly. The sensor was manufactured in december of 2017 which is past its life expectancy. The product is question was scrapped

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed a malfunctioning power switch and o2 cell. The service technician replaced both components and the reported issue was resolved. The device passed all testing and met all specifications.

Event description:
It was reported to vyaire that the vela ventilator experienced a blank touchscreen on start up. The customer confirmed that there was no patient involvement associated with the reported issue.